Event description:
It was reported that the patient presented to the clinic with a low heart rate. A lead warning triggered that same day for high impedance measurements. During testing, it was found that during patient manipulation the threshold and impedance values varied. No capture was noted while the patient was on their back. A fractured lead was suspected. The patient was went in for a lead revision on the same day. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.